Manufacturer narrative:
H3: product analysis: evaluation determined that burr ball/ tip is broken off the end of the tool. The likely cause was identified as too much force was being used to one small, particular area. It was also noted the discoloration around the fractured area shows signs of excessive force and heat in the one, concentrated spot. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tool broke. No patient impact reported. On follow-up it was reported that there were no patient or staff impact and no fragments left inside the patient.